Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was menorrhagia and stress incontinence. The procedure performed was a suburethral mesh sling, cystoscopy, attempted microwave endometrial ablation, hysteroscopy, and diagnostic laparoscopy. An additional surgery was performed on (B)(6) 2010. The most responsible diagnosis was an abcess at the left inguinal area related to infect sling mesh of tvt done 2 years ago. The procedure performed was an excision of abscess cavity wall and resection of infected part of sling mesh. An additional procedure was performed on (B)(6) 2014. The preoperative diagnosis was an infected sinus within right mons. The postoperative diagnosis was an infected sinus within the right mons plus the presence of infected mesh. The procedure performed was an exploration of the right mons with mesh extraction and placement of a penrose drain. The patient underwent a bladder sling and subsequently developed an infection within the left mons that was previously surgically treated. She also had a complication of mesh removed through the vagina. Patient stated that within the right groin she then developed an abcess, which was incised and drained. A CT scan was performed and there was induration within the soft tissue of the mons possibly representing a foreign body such as mesh.